Event description:
It was reported that during a device change out due to normal eri, externalized conductors were noted on the rv lead. The lead was explanted and replaced, and the patient experienced no adverse consequences as a result of the event.